Manufacturer narrative:
E.1. Initial reporter facility: presbyterian st lukes professional plaza west medical offices a review of the complaint history for sn (B)(6)was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6)was performed from the date of manufacture, 08-feb-2017 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the tray would not close nor open and the drawer control engine was faulty. A field service engineer replaced new engine to resolve the issue, then fse went to hardware test application, tested the mini drawer, and had the customer inventory the medication. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ anesthesia station es drawer 1.11 neither open nor close, mini drawer was broken. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.